Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. During the procedure the tip broke while trying to attach it to the applicator. They replaced it with another like product. All of the pieces were retrieved no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the vistaseal kit vst04? What is the lot number of the laparoscopic applicator vstl35? Please clarify what was broken (the laparoscopic applicator, the adaptor of the dual applicator within the vst04 kit, or the prefilled syringe)? Was any leakage or product solution observed at the luer locks connection? Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d9. Device available for evaluation?

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstl35 device was returned with the rigid bent and the dual applicator attached. The syringe holder and pre-filled syringe were empty. In addition, three airless spray tips were returned along with the instrument. In an attempt to replicate the reported incident, the device was visually inspected to detect any issues. Upon evaluation of the device, it was noted that one syringe luer cap was broken and still attached to the adapter. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.